Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the anti-siphon valve had detached from an unspecified connection; one piece was attached to the tubing and the other to the IV cap. Reportedly a "large amount" of blood was noted on the patient's sheets and clothing. The lines and caps were changed and unspecified blood work was repeated. There was no report of patient harm or any further medical intervention.